Manufacturer narrative:
Additional data: b5: the lens was repositioned on (B)(6) 2020, but the problem was not resolved. The lens was explanted. Corrected data: d10: injector model msi-pf. Claim # (B)(4).

Manufacturer narrative:
B5: a longer lens was implanted on (B)(6) 2020 and the problem was resolved. The patient has no problems with the new lens and is happy. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -13.00/+6.0/105 (sphere/cylinder/axis), in the patients right eye (od). The lens was reported as lens rotation not associated to a low vault. The patient experienced a refractive surprise, loss of bcva, blurred vision and refractive change overtime. The lens remained implanted. The cause of the event was unknown (wrong size).

Manufacturer narrative:
Claim#: (B)(4).